Manufacturer narrative:
D4 (primary UDI number) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 81-year-old male patient with a past medical history of coronary artery disease (cad), presenting in scai stage d shock, on an intra-aortic balloon pump (iabp), and on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient became confused and agitated and tried to sit up multiple times. A knee immobilizer was placed, but a hematoma formed at the access site. The hemoglobin and hematocrit (h & h) were stable and no blood products were required. After three days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 2.0l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
A5. Ethnicity is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was use related due to patient movement contributing to bleed.